Manufacturer narrative:
Analysis received the unit with blank display due to corroded battery tube and battery cap contact. Analysis was unable to verify for operating current test including failed battery test alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call the insulin pump has a blank display. The customer's blood glucose was 331 mg/dl at the time of incident. The customer's wife was advised that the insulin pump will need to be replaced. The customer's wife was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.